Event description:
It was reported that a death occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. The device was partially recaptured once to achieve acceptable device release criteria. The procedure was completed successfully and the patient was extubated and transferred to the recovery area. A selective trans thoracic echo was performed and the patient met same-day discharge criteria and went home the same day in the evening. On (B)(6) 2020 the patient died. The cause of death is unknown at this time; however, the implanting physician has no cause to believe that the patient's death is related to the device implant.